Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0873 inches. Pump¿s history and trace files downloaded successfully using thump software. No pump error 43 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on [12/16/2025 at 09:11:00.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12/16/2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found¿corrosion damage on the motor and moisture damage on the keypad flex connector / pcba 1 j6, j7 / pcba 2 j1. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, and keypad overlay texture damage. Alleged pump error 43 alarms confirmed in the pump history files on 16-dec-2025 due to corroded motor home switch. Exposure to moisture confirmed. Unable to verify alleged low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). Blood glucose value at the time of the event was unknown. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-244a, and mmt-7040a. Troubleshooting was performed. Confirmed that unable to rewind the pump. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-244a. No product return is required for mmt-7040a.